Manufacturer narrative:
Additional information was received that the reason for lead revision was for the new pain area. It was reported that a lead and an extension were replaced. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) product description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.